Event description:
It was reported that balloon rupture occurred. The target lesion was located in the circumflex artery. A 20mm x 3.50mm nc quantum apex balloon catheter was advance for dilation. However, during inflation, the balloon ruptured. Another 20mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation but also ruptured during inflation. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported. The patient was fine.